Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed dislodgement via chest x-ray. No electrical malfunctions were noted on the ra lead. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.